Manufacturer narrative:
During use of a palmaz genesis stent delivery system (sds) the sds could not cross a very calcified common iliac artery and was removed. Upon removal the physician noted that the palmaz stent was not on the balloon catheter. The age and gender of the patient is unknown. The lesion was not pre-dilated. The palmaz stent delivery system looked normal when taken from its packaging and was properly inspected and prepped. It was noted that during insertion excessive force was applied secondary to resistance experienced while passing the sds through the 7fr destination guiding catheter and while tracking the device to the lesion. There was no resistance experienced during withdrawal of the sds through the sheath. When removed, it was noticed that the stent had dislodged from the balloon and remained in the vessel. The physician then ballooned the stent in an unintended location in the iliac artery and the original lesion was treated with another stent. There was no reported injury to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent crimped process was reviewed and were accepted according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification. Without the return of the device for analysis, the reported customer complaints could not be confirmed. Based on the information available for review, there are vessel characteristics (calcification), or procedural factors (resistance passing the sds through the guiding catheter and while tracking to the lesion) that may have contributed to the events reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
During use of a palmaz genesis ((B)(4)) stent delivery system (sds) the physician was trying to cross the lesion and could not cross. Therefore, the sds was removed and noticed the physician that the palmaz stent was not on the balloon catheter. The stent remained in the patient's iliac. There is no patient harm. The age and gender of the patient is unknown. The target lesion was the common iliac artery (side unknown). The vessel was described as very calcified. The lesion was not pre-dilated. The palmaz stent delivery system looked normal when taken from its packaging. The product was properly inspected and prepped. It was noted that during insertion excessive force was applied to the sds as resistance was experienced while passing the sds through the 7fr destination guiding catheter and tracking the device to the lesion. When the device would not cross the lesion the physician removed the device from the patient. There was no resistance experienced during withdrawal of the sds through the sheath. When removed it was noticed that the stent had dislodged from the balloon and remained in the vessel. The physician ended up ballooning the stent in the unintended location in the iliac and the original lesion was treated with another stent. There was no reported injury to the patient.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.